Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the complaint history, device history record, and specifications was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required.

Event description:
A catheter was placed in a (B)(6) male for antibiotherapy. Forty eight hours later the catheter ruptured. It was reported that the event occurred when the mother was putting the child to sleep at their home. The reporter stated there was no excessive traction and the device ruptured at the clear net section of the catheter. The patient required additional hospitalization to repair the catheter and received monitoring for the antibiotherapy.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A catheter was placed in a (B)(6) year old male for antibiotherapy. 48 hours later the catheter ruptured. It was reported that the event occurred when the mother was putting the child to sleep at their home. The reporter stated there was no excessive traction and the device ruptured at the clear net section of the catheter. The patient required additional hospitalization to repair the catheter and received monitoring for the antibiotherapy.